Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer via a company representative regarding a (B)(6), female patient who was receiving gablofen 2000mcg/ml at 1134 mcg/day (lot number and therapy dates were unknown) via an implantable pump for intractable spasticity and multiple sclerosis. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient was admitted to the hospital with symptoms of possible overdose shortly after a pump refill. A rotor/dye study was performed, but the results were not reported. On (B)(6) 2016, the pump and catheter were replaced. The catheter didn't appear to be in the intrathecal space. The pump should have had approximately 37ml of drug left, but when they aspirated the pump after explant, there was no drug in the pump. As of (B)(6) 2016, it was unknown if the event was resolved. The patient's status was reported as "unable to obtain." Additional information has been requested regarding the missing drug information, the patient's medical history and concomitant medications, if an overdose was confirmed, diagnostics, the cause of the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no significant anomaly. The pump fluid path slightly damage to septum material. As received the pump reservoir was empty and running in the simple continuous infusion mode. Top shield of the pump had a small dent and quite a few needle skids around the fill septum, more concentrated about the 5 o¿clock position. Observing the needle skid activity along with the condition of the fill septum (very slight damage near the guide ring and septum edge) that the observations are consistent with having difficulty locating the fill septum. The fill septum was pressure tested and no leaking was found. Dispense accuracy testing passed for accuracy. Destructive analysis found no anomalies.

Event description:
Additional information was received from the healthcare provider. The lot number of the gablofen was 2163-114. The start date was (B)(6) 2016 and end date was (B)(6) 2016. The other medications the patient was taking at the time of the event was amitriptlyne 25mg, trazadone 100mg, duloxetine 60mg, myrbetriq 50mg, levothyroxine 150mcg, lyrica 150mg. The patient¿s allergies were reported as pcn. The patient¿s pertinent medical history was ms (multiple sclerosis) spasticity, spastic paraparesis. The symptoms the patient experienced related to the volume discrepancy and the catheter coming out of the intrathecal space were sedation after the refill-caused by overdose due to the catheter being out of the intrathecal space and pump problems. Per the healthcare provider the cause of the volume discrepancy and catheter issue was unknown unless falls caused the catheter to come out of the intrathecal space. On 2016-03-07 additional information reported the refill was on (B)(6) 2016, that evening the patient went to the ER and was admitted to the ICU. A dye study was performed to check the system, due to the patient¿s symptoms. When the dye study was performed on (B)(6) 2016, it was determined that the patient¿s catheter was not in the intrathecal space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.